Event description:
It was reported that a revision surgery was performed due to squeaking and pain.

Manufacturer narrative:
The associated devices were returned for evaluation. An analysis by our research department concluded the following: the articulating surface of the alumina femoral head had visible signs of metal transfer which consisted of titanium and aluminum. The acetabular liner was fractured into several fragments which consisted of the apex region and the ring portion of the liner. The ring portion of the liner had visible signs of metal transfer which consisted of titanium and aluminum. The signs of damage and metal transfer were likely due to contact between the femoral head and acetabular liner during dislocation, contact with other components following fracture of the liner, and/or contact with other components during removal. A review of our records indicates that this device is associated with a previous field action initiated in 2011. No additional actions are being taken at this time. If additional information is received in the future, this complaint will be reopened.